Manufacturer narrative:
Patient age at time of event: 18 years of age or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found struts on the distal end bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube, outer, inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 17april2019. It was reported that crossing difficulties were encountered. The target lesion was located in moderately tortous and moderately calcified proximal to mid left anterior descending artery. Initially, rotablation was done with 1.5mm burr and a 3.00mm x 28mm synergy drug-eluting stent (des) was advanced for treatment. However, the device was unable to cross the lesion despite repeated attempts. The physician did proper pre-dilatation of the lesion before trying to implant the stent again and took the help of guidezilla ii guide extension catheter to cross the lesion, but the device was still unable to cross. The procedure was completed with a 3x38mm promus premier des. There were no patient complications reported and the patient's status was stable. Howeverm returned device analysis revealed stent damaged.